Manufacturer narrative:
According to the report, "several cases of posterior fossa tumor surgeries where we have use bioglue. We have noted a sterile non-infected collection 2 weeks after surgery, that upon aspiration had a yellowish fluid, but kept on re-collecting, until another surgery, where revision of the wound was done, with irrigation, and no csf leak found (except in one case), and then resolution of the collection after revision surgery. Could this be a reaction to the glue? Please advise." Multiple attempts were made to obtain additional information including lot numbers, quantity used, number of patients involved, how long after the primary procedure were the revision procedures performed, other products involved, and how bioglue may have been used in conjunction with the other materials (dural patches, etc.); however, all attempts were unsuccessful. A review was performed of the available information. Bioglue was used in several patients undergoing posterior fossa tumor surgery. Around 2 weeks postoperatively a sterile, non-infected collection has been observed. Upon aspiration, the fluid is "yellow-ish" in color. The fluid continues to recollect until revision of the wound with irrigation is performed. Csf leakage was observed in only 1 patient. The fluid collection resolves following the revision procedures. The following information is unknown: amount of bioglue applied in the primary procedure; how bioglue was applied (i.e., as an adjunct to suture, around the perimeter of any dural patch material used, covering the entire dural patch, etc.); what type of dural patch material(s) was/were used (it is assumed that bioglue was used in conjunction with some dural patch material to close the dura); if bioglue was removed during the revision procedures; the ages of the patients; and if the patients have any allergies of sensitivities to materials of bovine origin. It is possible that the observed events are a result of a foreign body response related to the use of bioglue. However, based on the information available at the time of this report, a definitive root cause is unable to be determined. The IFU provides the following information: "bioglue is not for patients with known sensitivity to materials of bovine origin," and "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals." The IFU lists inflammatory and immune response and allergic reaction as potential adverse events that may occur with the use of bioglue. It is possible that the observed events are a result of a foreign body response related to the use of bioglue. However, based on the information available at the time of this report, a definitive root cause is unable to be determined.

Event description:
According to the form, "several cases of posterior fossa tumor surgeries where we have use bioglue. We have noted a sterile non-infected collection 2 weeks after surgery, that upon aspiration had a yellowish fluid, but kept on re-collecting, until another surgery, where revision of the wound was done, with irrigation, and no csf leak found (except in one case), and then resolution of the collection after revision surgery. Could this be a reaction to the glue? Please advise."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the form, "several cases of posterior fossa tumor surgeries where we have use bioglue. We have noted a sterile non-infected collection 2 weeks after surgery, that upon aspiration had a yellowish fluid, but kept on re-collecting, until another surgery, where revision of the wound was done, with irrigation, and no csf leak found (except in one case), and then resolution of the collection after revision surgery. Could this be a reaction to the glue? Please advise."